Manufacturer narrative:
This event occurred from january 04, 2022 to february 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 05, 2021 - march 06, 2021. H10: five (5) actual samples were received for evaluation. Unaided visual inspection along with magnification with the fill port caps removed identified a loose foreign material inside the fill port connector area of one (1) sample. Further inspection of the particle revealed that it was colorless, fiber shape, polymeric in appearance, and approximately 0.1mm in length. Fourier transform infrared spectroscopy identified the particle to be a cellulose fiber. The reported condition was verified for the one sample; however, was not verified for the remaining four samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.